Event description:
Reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported that the patient was hospitalized due to high blood glucose levels. Patient's blood glucose at the time of issue was 29 mmol/l. Patient was treated via insulin. Patient was hospitalized for 2 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.